Manufacturer narrative:
A review of the device found the string was broken, confirming the complaint. The cause was most likely due to the separation of the pigtails during assembly, or the string was detached prior to packaging and was missed during the final inspection. The supervisor of the area has been notified of this issue and argon will continue to monitor and trend for instances of a similar nature in the future.

Event description:
Wire break.